Event description:
Patient reported no complaints pre dialysis vital signs with usual limits. Dialysis was initialed in the unual manner. Patient complained of nausea. The nurse noticed the dr. Salve solution bag had expanded and appeared to have more fluid in it. Patient vetal signs bp 170/100 t 97 8 p96 and irregular dialysis was discontinued, the system was recerculated and the physician was notified. The dialyer blood lines were discaided and the dialysis machine was removed from use and taken to the technical department evaluation. The patient had blood cultures, cbc andelectrolyts drawn. Patient weight was checked and she had gained 0.7kg. Dialysis was resumed using a new dialyzer aid machine. Eqyipment invalued in incident f60 dialzyer. The patient completed her dialysis treatment aid felt a little washed out. Bp 130/70 hct go down to 24 t 95 8. Patient was typed aid crossed matched for blood transfusion due to decrease in hct. The dialysis facility chief technician called.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: user facility biomedical/bioengineering department. Service records available.imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, performance tests performed. Results of evaluation: design - human factors, telemetry failure, other, other. Conclusion: device failure related to patient condition, device failure indirectly contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device repaired and put back in service. The device was not destroyed/disposed of.